Event description:
A pt reported experiencing inaccurate erratic results with otu meter. The pt's blood glucose results were 304mg/dl, 210mg/dl, 275mg/dl. Tests were done within < 10 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.